Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician successfully implanted three non-penumbra coils into the target vessel using a non-penumbra microcatheter. While advancing a smart coil through its introducer sheath, the physician experienced resistance in the middle of the sheath and reported that the smart coil was unable to advance beyond the point of resistance. The smart coil was therefore removed and was not used in the procedure. The procedure was completed using three smart coils and four additional coils. There was no report of an adverse effect to the patient.